Event description:
It was reported that the handpiece was too hot to use and customer is letting it cool down to finish the case. There was no report of patient impact.

Manufacturer narrative:
(B)(4). The findings of the service report confirmed the complaint. Per the report, ¿the drill did run a little hot. The temperatures were nose was-131, middle-135-and rear-138. Replaced nose bearings and nose spacer.¿ method: test for high temperature conditions.